Manufacturer narrative:
Section d2b: product code corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the backup centrimag console, serial number (B)(6), was evaluated due to the reported event of an s3: system fault alarm occurring alongside a pump stop while the primary console and motor were in use (both evaluated separately). The backup console was not returned for analysis, and available information for this event indicates that the backup console functioned as intended; no issues with the backup console were reported. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the console displayed s3 system alert associated with a pump stop. The backup console was switched with re-establishment of flow. A decision was made to electively change the motor as this was the 3rd event with the same motor but different consoles. The original console was switched back. Self-test passed with new motor with no issues.